Event description:
A report was received of the patient's precision system will be explanted, due to skin erosion at the ipg pocket site. The patient is a teenager, and the physician feels the pocket erosion is due to the patient's body growing. The patient is undergoing another type of pain management and is reportedly doing well.

Manufacturer narrative:
The explanted device will not be returned for evaluation.